Manufacturer narrative:
The investigation for the reported aic - purge issue - other has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the aic - purge issue - other could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by rebooting the console. The patient ultimately expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.